Event description:
During baxter's evaluation it was observed that the device did not have any audio function.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. During the evaluation, baxter discovered that the audio function was not present. Further evaluation identified that the absence of audio was due to a failed 1w speaker. The speaker was replaced and all detection capabilities and functions performed as expected.